Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath, didn't feel well and patient had elevated troponin. High thresholds, non-capture and oversensing of noise were noted on electrograms (egm) on the right ventricular (rv) lead. Diagnostic testing/trouble shooting were performed. The patient was admitted to hospital and the rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.